Manufacturer narrative:
Adhesions occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a laparoscopic excision of endometriosis in 1990-1991 and absorbable adhesion barrier was used. Within a few weeks, the surgeon had to reoperate on the patient for unusual pain. The patient had fresh, massive adhesions where the absorbable adhesion barrier was used which was the most vascular the surgeon had ever seen. The patient did not have fever or signs of acute abdomen.